Manufacturer narrative:
Concomitant medical products: product ID: 419488 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a pocket revision was done due to the patient developing a hematoma. The device was placed sub-muscularly and remains in use. No further patient complications have been reported as a result of this event.